Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material was observed on the pebax, and a hole was observed. A magnetic sensor functionality test was performed, and hi force reading appeared on the system due to an internal pcb (printed circuit board) failure. The evaluation determined that the cause of pebax damage failure cannot be established. The event described as a force issue could be related to the blood found inside the pebax area may be contributed to the force issue reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Additionally, according to pictures provided by customer, it was observed foreign material in pebax and alert 88 on carto 3 screen. The customer complaint was confirmed based on the picture received. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that during the afib operation, error code '88' was displayed and there was a problem with the force of the catheter. A second catheter was used to complete the operation. There was no adverse event reported with the patient. Additionally, there was foreign material observed inside the catheter tip, however, no report of external damage. The customer¿s reported issues of force error and foreign material without external damage are not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 20-apr-2022, the bwi pal identified a reddish material in the pebax and a hole in the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device is compromised.

Manufacturer narrative:
On 18-may-2022, the facility address was provided as "(B)(6)", as such, the appropriate fields in section e. Initial reporter have been populated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).